Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7073135.

Event description:
It was reported that the patient had an infection. It was believed that the infection was not device related. The patient underwent an explant procedure. The explanted devices were not returned.